Event description:
A hospital in (B)(6) reported that the upper head case of an iw910 baby control mobile infant warmer was cracked. This was reported prior to patient use.

Event description:
A hospital in (B)(6) reported that the upper head case of an iw910 baby control mobile infant warmer was cracked. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint head housing was returned to the manufacturer and visually inspected. Results: visual inspection of the upper case of the head housing revealed a 3cm crack line on the lower edge near the arm support end. A crack, approximately 4cm in length, was also identified on the mid portion on the opposite side of the case. Crazing was also evident on the head label and the surface was sticky to the touch. Visual inspection of the lower case revealed the screw hole for both ends is damaged. The screw boss on one end has broken off the from the base. A lot check revealed no other complaints of this nature for this lot number. Conclusion: use of incorrect cleaning materials is the most likely cause of the reported warmer head crazing and cracking damage. The cracking and crazing of the warmer head case is consistent with damage caused by incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other highlighted warmer components. It is possible that the damaged screw hole on the lower case was caused by undue force when screwing/unscrewing the lower case from the uppercase. The damaged warmer head parts were replaced and the unit was returned to the customer after passing all performance and safety tests.

Manufacturer narrative:
(B)(4). The complaint device has been received at our regional office in the USA. We are currently awaiting for the complaint heater head case to be returned to the manufacturer for evaluation. We will provide a follow up report upon completion of our investigation.